Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/m l at 499.6mcg/day) via intrathecal drug delivery pump. The indication for use was noted as multiple sclerosis. It was reported that the pump had a low reservoir alarm on (B)(6) 2018 at 21:19 per the pump log. Pump empty alarm occurred on (B)(6) 2018 at 21:58. The patient began taking oral baclofen. The patient presented on (B)(6) 2018 for a pump refill and was to find a new managing physician. She had gone to indy for a refill and was told they could not fill it there and was sent back to fort wayne. It was unknown what diagnostics/troubleshooting was performed. The patient's pump was filled, but the possibility of internal damage to the pump tubing with the pump running empty for an extended period of time was discussed. This was not the first time the patient pump had gone empty (see (B)(4)). No symptoms were reported. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.